Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. The getinge service territory manager (stm) evaluated the unit, and found battery runtime of 68 minutes. Minimum runtime spec is 135 minutes. The stm replaced the batteries. The stm completed pm with full calibration, functional testing and safety check to factory specifications. The unit was then returned to customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.